Event description:
It was reported that the inserter would not accept the threaded internal insert piece. It was bent or misshaped. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4) d10: 110003451 item name g7 str modular shell inserter lot # 909460 g2: foreign: canada visual examination of the returned product identified the handle has indentations to the strike plate and to the shaft along with some scuffing near the square tip. The hex junction feature has scratches on the inside. No function check was done on the threads as there are nicks on the flutes. Complaint confirmed based on the evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.